Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced multiple controller fault alarms. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned device passed external visual inspection but failed functional testing as a result of not continuously alarming when all power sources were removed without a silencer. Moreover, log files indicated there was a time reset on the controller as a result of a depleted real time clock battery. These are incidental findings and not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed two controller fault alarms potentially due to electrostatic discharge (esd). In addition,this controller does not have an esd shield inside. The root cause of the reported 'controller fault alarm' event may be attributed to electrostatic discharge (esd). The manufacturer has opened an internal investigation to evaluate these types of issues. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that the patient experienced a controller fault alarm. The patient had been sitting on her sofa working on her laptop while connected to two (2) batteries when the alarms occurred. The patient performed a controller exchange after the third alarm. No further alarms were heard after the controller exchange. The patient was provided with a replacement controller. There was no reported patient injury as a result of this event. The device was returned to the manufacturer for evaluation.